Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported an unspecified amount of tampons were difficult to remove from her vaginal cavity due to the string being too short. She stated the string was hard to find however she was able to find the string and removed all the tampons using the string. She did not seek medical attention and did not experience any adverse health effects.